Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The knife wire was found detached and the end of the knife wire appeared to have been melted by heat. Additionally, the distal end of the tube was peeling and squashed. The cause of the reported phenomenon appeared to be caused by user handling as when the uncoated portion of the device became in contact with the metal portion of the endoscope while output was activated, spark would generate and the knife wire would became extremely hot, which could cause the device to break. The mfg history of the subject device was reviewed with no irregularities noted. The report is being submitted as an MDR in an abundance of caution.

Event description:
During a therapeutic endoscopic retrograde cholangio pancreatography (ercp) procedure, the subject device broke off after current was applied while the users were attempting to cut the papilla. The broken piece of the device was retrieved with an unspecified biopsy forceps. There was no pt injury reported. The pt reportedly had been discharged from the hospital as originally scheduled.